Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Device passed all operating currents tested within the specification range and passed off no power test. Device was tested with no frozen screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank screen. The customer¿s blood glucose level was 165 mg/dl to 170 mg/dl. The customer reported that the insulin pump was stuck on screen which says rewinding but the insulin pump was not actually rewinding. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.